Event description:
Reportedly pt expired approx after an implant duration of 1.2 mos, due to unk reasons. Unk if pt's death is device related. Info rec'd from implant pt registry. Info rec'd on 03/7/2008: device was not explanted.

Manufacturer narrative:
Device not returned.